Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not crossing to all pyxis stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: in device manufacture date. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not crossing to the pyxis. The technical support specialist (tss) rebooted the application and care fusion coordination engine servers to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple patients were not crossing to all pyxis stations. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.